Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: 157450, lot: 838780; part: 139252, lot: 094660; part: us157856, lot: 675670.

Event description:
It was reported patient underwent a left hip revision procedure ten years post-implantation due to allegations of pain, discomfort, and elevated metal ion levels. During the revision procedure, medical records indicated a large amount of hypertrophic synovitis with metallosis discoloration. Further, there was a large amount of corrosion on the taper. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was confirmed by review of medical records and complaint sample evaluation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.